Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) confirmed that error had been caused by the user and the user were unable to recover because had blocked the drawer. After unblocking the drawer, the user was able to recover it and open and close it without any issues. Fse confirmed drawer 1.8 mini drawer had just been blocked. There were no physical hardware issues, and everything was functional. The system functioned as intended after the field service engineer repaired the device.